Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as foreign material that came out of the distal end, but the material could not be further identified. No leak was found from the channel, and the customer was noted to have appropriately reprocessed the device per the instructions for use. Therefore, a further cause of the suggested phenomenon could not be presumed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was stiffness due to the play of the up and down knob was out of the standard value due to wear of the angle wire. Additionally, the bending angle in the up direction did not meet the standard value due to wear of the angle wire. Upon further inspection, it was observed that foreign material was blocking the channel due to insufficient cleaning or handling of the scope. It was also observed that there was liquid leakage due to deformation of the: right and left knob, up and down knob and of the plug unit. Due to this leakage, the following components had corrosion: the grip, the control part and on the cable unit. Also, it was observed that the screen was not coming out due to corrosion of the plug unit. It was also observed that the screen was partly dark due to a scratch on the charge-coupled device lens. It was observed that the condition of the light guide bundle was not good. It was also observed that the light guide lens was broken. It was observed that the adhesive part of the bending section cover was broken. It was also observed that the scope connector cover was deformed and polluted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The field service engineer (fse) reported to olympus on behalf of the customer, the evis lucera elite colonovideoscope angle adjustment control knob is stiff. The reported issue occurred during preparation of use for an unknown diagnostic procedure. The procedure was subsequently completed with a similar device with no delays. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that there was foreign material blocking the channel which, is a reportable event.this medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.